Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise causing inappropriate mode switch on the atrial lead. Programming changes were performed to resolve the issue. The patient condition was stable.